Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that customer was experiencing high blood glucose level. The high blood glucose level of customer was 420 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was known that the auto mode feature was not active at the time of incident. Customer was treated with insulin pump. There were no kink, bend or air bubble present along the tubing. The insulin exited during troubleshooting. The insulin vial was not exposed to extreme temperature, looked cloudy or expired. There were no leaks. The insulin pump will not be returned for analysis.